Event description:
It was reported that since 2009, the pt reported alternating hearing sensations until she was no longer able to hear with her device. In 2008, the pt hit her head (at the area of the left coil) against a roof beam. All external parts have been exchanged but without success. Testing was carried out on three days after the original date two times, which confirmed at the first time that the device has malfunctioned. At the second time, testing was ok; however, showed some abnormalities. The pt was re-implanted the following month.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.